Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty advancing the stent. It appeared that the stent had dislodged in the guide catheter. The entire system was removed without incident. No patient injuries or complications occurred.